Manufacturer narrative:
Batch review performed on 11 february 2026. Lot 2110156: (B)(4) items manufactured and released on 27-sep-2021. Expiration date: 2026-09-06. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint mobility. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 2 years 10 months after the primary, the patient came in due to limited range of motion and the cause is unknown. The surgeon performed a synovectomy and revised the patient`s natural patella and upsized the insert from 10mm to 12mm. The surgery was completed successfully.